Manufacturer narrative:
This report is submitted on oct 25, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to brain tumor diagnosis. Reimplantation is planned but had not taken place at the time of this report.